Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the up, down and ok keypad buttons were under-responsive. There was no reported adverse event associated with this complaint. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/03/2016 with the following findings: the pump was returned with all of the keypad buttons responding intermittently. The keypad was undamaged. Upon removal of the keypad, contamination was found on all button contacts. Unrelated to the original complaint, the battery compartment was noted to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).